Event description:
It was reported, surgeon was drilling for the distal locking screw of a short 180 gamma nail. When using the long 4.2mm drill, the drill made a grinding sound as it went through the distal hole static slot. The drill still passed through the distal hole and was additionally confirmed by the screw passing through the hole. Surgeon was concerned as he has had the drill miss the hole and go anterior to the implant.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.